Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received stating a patient had gastro intestinal (gi) bleeding due to arterio-venous malformation. Patient was admitted on (B)(6) 2017 with acute anemia due to gi bleeding. During admission hemoglobin was 6.7. Anti-thrombotic medicines were held. Patient required transfusion of 4 units of packed red blood cells in the first 2 days of his admission, also underwent colonoscopy and enteroscopy on (B)(6) 2017. Which showed an aterio-venous malformation in the duodenum that was treated with an endoclip. His anticoagulation was resumed with unfractionated heparin as a bridge to warfarin. His aspirin and clopidogrel were resumed. He was stable from a bleeding perspective, requiring transfusion of only 1 additional unit of packed red blood cells during the remaining eight days of his admission. The discharge hemoglobin was 7.6. No further information was provided.